Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the pump overpressure alarm occurred from 2.5ml/h at the port. It was reported that the line was partially squeezed. No patient injury was reported.

Manufacturer narrative:
H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. The sample was received in used condition without the original package. The sample was visually inspected. The sample received did not present any damaged, kink, or cut that could cause the failure mode reported. The sample was filled with 250 ml of colored water; the sample was connected to a pump to look for unusual function. The sample could be connected, prime and run without problem, no overpressure alarms. Complaint was not confirmed. The failure mode could not be duplicated by functional testing. No fault was found. No root cause was determined as complaint was not confirmed. No corrective actions taken as complaint was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).